Event description:
It was reported to philips that geoipc failed to launch, making geometry movements unavailable on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reinstalled the geoipc software, restoring the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).